Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation: fallopian tubes') and pregnancy with contraceptive device ('pregnancy birth ¿ complication') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), fatigue ("fatigue") and nausea ("nausea"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, psychological trauma, bladder disorder, fatigue, nausea and weight decreased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered abdominal pain, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma and weight decreased to be related to essure. The reporter commented: she had received treatment for following events" dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and fallopian tube perforation ('perforation: fallopian tubes/ one of the coils had migrated') in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included asthma, postpartum depression, chickenpox, asthma, unspecified, chickenpox and gonorrhea. Concomitant products included cefixime (flexeril) since 2017 and ondansetron (zofran) from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy birth ¿ complication"). On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/ pain"), 2 years 7 months after insertion of essure. In (B)(6) 2013, the patient experienced anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety"), depression ("depression") and bipolar disorder ("bipolar disorder"). In (B)(6) 2014, the patient experienced nausea ("nausea") and diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain") and bladder disorder ("bladder problems"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, abdominal pain, back pain, anxiety, bladder disorder, depression and bipolar disorder outcome was unknown and the pelvic pain, fatigue, nausea, weight decreased, female sexual dysfunction and diarrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, bipolar disorder, bladder disorder, depression, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, nausea, pelvic pain, pregnancy with contraceptive device and weight decreased to be related to essure. The reporter commented: she had received treatment for following events" dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: unilateral occlusion (right tube occluded). Coils stayed on the right tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: pfs received: reporter, patient demographics, medical history, concomitant drugs, laboratory data were added. Added events apareunia (inability to have sexual intercourse), gastrointestinal or digestive system condition type: diarrhea, depression, bipolar disorder. Updated event psych injury/ psychological or psychiatric problems condition: anxiety (previously reported as psych injury). Updated delivery date and outcome of pregnancy. Event pregnant with essure micro-insert was updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), device breakage ('device breakage') and pregnancy with contraceptive device ('pregnancy birth ¿ complication') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), fatigue ("fatigue") and nausea ("nausea"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device breakage, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, psychological trauma, bladder disorder, fatigue, nausea and weight decreased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered abdominal pain, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma and weight decreased to be related to essure. The reporter commented: she had received treatment for following events" dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified event¿ perforation: fallopian tubes, breakage, psych injury, birth - complication, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal pain, back pain, bladder problems, fatigue, nausea, weight loss¿. Reporter¿s information, demographics, essure indication (amended), and essure insertion (updated)/ removal date were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.